Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture and the home screen did not appear on the display. Customer's blood glucose level was 9 mmol/l. Troubleshooting was done. The infusion set will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to severe corrosion on electronic assemblies. Device received with severe corrosion on force sensor assembly and corroded motor home switch. Unable to verify missing segments/partial display due to blank display.